Event description:
The customer stated that she tested her blood glucose and received a reading of 286 mg/dl. She retested within a few minutes and received a reading of 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter is to be returned for evaluation, and a replacement meter will be sent.